Event description:
Information received indicates the brake is not holding after being set.

Manufacturer narrative:
The technician found the brake was not engaging due to a cracked brake detent which was broke in half. The technician replaced the four pedals and the brake detent to repair the bed.